Event description:
Customer reported that the left side panel zipper will not secure close and the teeth are separating. No patient incident or injury was reported.

Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. Note: this report is submitted based on the customers reported issue statement. Note: instructions for use states: never use the bed if a zipper slider is bent open or damaged and the zipper cannot be zipped completely closed. Never use the bed if a zipper coil is kinked, misaligned, or has gaps and does not close securely along the entire length. Never rip the panels open, as this will damage the zipper slider, preventing the zipper from closing securely. Before leaving the patient alone, apply pressure with your hands along the entire length of the zipper to make sure the panel is securely closed and that there are no gaps or openings along the entire length of each zipper. Manufacturer references file number (B)(4).